Manufacturer narrative:
The customer was provided replacement foam tips, and product returns have been requested. Natus instructions include selecting the appropriate size ear tip for the patient, as well as instructions not to pinch the foam while attaching the ear tip onto the nozzle and to use larger size foam tips for insertion into the ear canal when necessary. Instructions also state not to pull on the foam when removing the foam ear tips and caution that users may end up pulling the foam off the clear tube while the tube remains on the nozzle. Users are also instructed to remove, discard and replace probe tips before each test. Natus is investigating this issue through corrective actions at this time.

Event description:
The customer reported to natus medical that the foam tips of the pediatric foam ear tips are sliding off of the inner plastic tubing. The customer also reported that the foam tips have different lengths and that the tubing was sticking out of both ends. There has been no report of patient death, injury or delay in patient treatment. No environmental or safety concerns have also been reported.

Manufacturer narrative:
This issue was investigated through corrective actions. The root cause of this issue was confirmed to be inadequate application of the adhesive which secures the foam to the lumen tube.